Event description:
The manufacturer received information alleging an everflo oxygen concentrator emitted a white powder substance. The patient reportedly inhaled the white powder substance and was treated with steroids. The device is not being returned at this time to the manufacturer for evaluation. A follow up report will be filed when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported an everflo oxygen concentrator that allegedly emitted a white powder substance. The patient was prescribed steriods. The device was returned to the manufacturer for evaluation. The customer's complaint was not confirmed. There were no signs of powder residue inside of the front and rear cabinets nor were there any signs of powder deposits on the outside of front and rear cabinets. The device was tested and passed all final testing. The manufacturer concludes the device did not cause or contribute to the patient's condition.